Event description:
A malfunction was reported with the code malf 0, but there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer support provided assistance with resetting the pump, successfully resolving the malfunction without recurrence. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the customer understood and acknowledged.